Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. It was alleged that the tubing had a hole and a fluid leak but the tubing was not returned for analysis. The cylinders were visually inspected and functionally tested. Both cylinders has wear at fold in cylinder body. Cylinder 1 had a leak attributed to wear at fold in cylinder body and a hole was present. Cylinder 1 was not functionally tested due to the hole and leak detected. Cylinder 2 was functionally tested and performed within specifications, no leak was identified. Based on the investigation findings, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device not working two weeks before the revision surgery. As a result of inspection, the physician found there was a crack in the tubing from the pump to the cylinders resulting in fluid loss from the device. The cause of the crack was not identified. The ipp cylinders and pump were explanted and a new pair of ipp cylinders with pump were implanted. The patient's condition improved following the surgery.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device not working two weeks before the revision surgery. As a result of inspection, the physician found there was a crack in the tubing from the pump to the cylinders resulting in fluid loss from the device. The cause of the crack was not identified. The ipp cylinders and pump were explanted and a new pair of ipp cylinders with pump were implanted. The patient's condition improved following the surgery.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. It was alleged that the tubing had a hole and a fluid leak but the tubing was not returned for analysis. The cylinders were visually inspected and functionally tested. Both cylinders has wear at fold in cylinder body. Cylinder 1 had a leak attributed to wear at fold in cylinder body and a hole was present. Cylinder 1 was not functionally tested due to the hole and leak detected. Cylinder 2 was functionally tested and performed within specifications, no leak was identified. The momentary squeeze pump was visually inspected and no leaks were found. The tubing was not returned for analysis. There was contamination inside the pump so functional testing could not be performed. There was no anomaly found on the balloon that could have caused the reported issue. Based on the investigation findings, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device not working two weeks before the revision surgery. As a result of inspection, the physician found there was a crack in the tubing from the pump to the cylinders resulting in fluid loss from the device. The cause of the crack was not identified. The ipp cylinders and pump were explanted and a new pair of ipp cylinders with pump were implanted. The patient's condition improved following the surgery.